Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown catalog #, unknown lot # 829440. Unknown catalog #, unknown lot # 351950. Device evaluated by MFR: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to hyperextension. Attempt for further information has been made, but no further information has been provided.

Event description:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2019-00721.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2019-00721.